Manufacturer narrative:
Device had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 146 mg/dl at the time of the incident. Customer reported damage on the reservoir lip ring. The reservoir was not able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.